Event description:
A peritoneal dialysis pt called and was in drain 1 with 66 ml expecting 2496 when he got the m31 air detected in cassette and when checking the pt line he sees air in between the stay safe connector. Pt feels he got peritonitis due to cloudy effluent. Add'l info has been requested but not received to date.